Event description:
The patient underwent an ablation procedure utilizing the vascade mvp device and a new short sheath. The initial procedure was completed with no known device anomalies or complications. One month postoperatively, the patient presented to the outpatient clinic with a lump in the groin area. Upon evaluation, pus was noted, and the patient was administered antibiotics.

Manufacturer narrative:
A review of the complaint revealed that disinfection was performed before homeostasis; however, there was no glove change. Since the vascade mvp was discarded and the lot number was not provided, the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined. Infection is a known, possible risk with an incision which is disclosed in the product IFU. The instruction manual for the vascade mvp states "warning do not release the collagen patch if any part of the white marker stripe is showing (e.g. Tissue tract is too short), as this may increase the risk of infection if the collagen protrudes from the skin.".